Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly healed following explant surgery, however, has passed away on (B)(6) 2021. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was reportedly urgently explanted following a stroke. The stroke is not believed to be device related. The recipient is in serious condition due to bilateral subdural hematomas and has been placed on life support. The recipient remains in the hospital.